Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
Noise episodes were observed. The noise was reproduced while touching the device pocket. The lead was capped and replaced. During the replacement procedure, insulation abrasion was noted near the pocket as well as an externalized conductor of the lead body. The patient was stable.